Event description:
Boston scientific crm received information that when the physician went to turn pacing back on post cardioversion, the right ventricular lead exhibited loss of capture with 2.5 seconds of pacing inhibition. It was noted that the atrial output was programmed to 3.5v and the ventricular output was also at 3.5v with auto capture on. Although the cause of the pacing inhibition is unknown, the boston scientific sales representative and technical service consultant believe the pause was likely due to refractory tissue. Ventricular capture was restored and the product remains implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.